Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 45 curved tip stapler. Failure analysis was able to confirm the reported complaint. Visual inspection was performed, and the instrument was found to have a torn wrist cover at the distal end. No material appears to be missing. The tears measured approximately 0.195" - 0.420" in length. No failures were observed during log review. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was fired with a sureform black 45 reload.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the stapler sureform 45 cracked after the second use. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed that the instrument did not collide with any other instrument or tool during procedure. The damage did not result in a fragment fall inside of the patient¿s anatomy. The instrument was inspected prior to use, and everything was fine.